Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient that underwent a da vinci prostatectomy procedure on (B)(6) 2009 for prostate cancer. Isi was provided with the operative report, consultation reports from (B)(6) 2009 and (B)(6) 2009, an assisting vascular surgeon's narrative, and a surgical pathology report. There was a report of an intraoperative complication - namely profuse bleeding from the iliac vein, resulting in 4l of blood loss. There was no indication of a malfunction of the da vinci surgical system, instrument or accessory during surgery. The procedure was unremarkable with the exception that the patient's anatomy was such that the bowel was continually obstructing the view into the deep pelvis and the patient had a narrow pelvis. The prostate was very large and broad at the bladder base. During the vesicourethral anastomosis visualization was very difficult due to the deep location of the posterior urethra, the large pubic bone and pubic tubercle. The bowel kept interfering as well. During the anastomosis, the external iliac vein was injured. The da vinci system was undocked and a midline incision made for the repair. Vascular surgeons were called in to repair the rent. He was taken to the recovery room following his procedure, in stable condition. On (B)(6) 2009, the patient experienced acute renal failure in the ICU, complaining of abdominal pain. Cessation of nephrotoxic meds and hydration was prescribed. He was discharged on (B)(6) 2009 in stable condition. No additional information was available after his discharge.

Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause of the post-surgical complications experienced by the patient. The medical records do not contain any allegation of a malfunction of a da vinci system, instrument, or accessory. In addition, no previous complaint was reported related to this event. If additional information is received a follow up medwatch report will be submitted to the FDA. This complaint is being reported due to the following conclusion: the patient experienced post-surgical complications after undergoing a da vinci surgical procedure.